Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the patient go to the or for drains or did they have endoscopic stents placed? Were any other cartridges color used? Buttressing use? Was the sleeve oversewed during the initial procedure? How long after surgery was the leak detected? How did the patient present? Was a leak test done in initial procedure? Current status of patient?

Event description:
It was reported that post op of a gastric sleeve procedure the patient was returned to the or due to a post op leak. The surgeon placed stents to control the leak. During the original procedure the surgeon had used green reloads for the firings. No other information was provided at this time. The device was discarded.